Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was going to be on an impella 5.0 for mechanical circulatory support. During delivery of the device, implant was aborted because it was not possible to advance the impella into the patient's left ventricle due to anatomical conditions. No further information is available.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.